Manufacturer narrative:
Device 1 of 5. E1: complainant street address: (B)(6). Complainant city: (B)(6). Complainant state: (B)(6). Complainant postal code: (B)(6). Complainant phone: (B)(6). Complainant country: (B)(6). Name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.

Event description:
The distributor reported that in an inbound inspection the foreign matter (hair) was found in the dressings. The product was not used. The photographs depicting the issue were received from the complainant.